Event description:
During product service by a service technician, a flo-gard infusion pump was found to have out of specification force sensing resistors. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, battery testing, and a review of the alarm log were performed. The cause of the condition was determined to be out of specification force sensing resistors (fsrs). To correct the condition, the fsrs were replaced. Should additional relevant information become available, a supplemental report will be submitted.